Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the infusion set was bent and the customer's blood sugar was 415mg/dl. The customer treated with the insulin pump then gave herself a shot to lower it quicker. The customer also spoke to their doctor.